Manufacturer narrative:
At analysis the stated reason for return of faulty touch pen calibration was confirmed, there was a deviation between the stylus and the cursor on the screen and a stylus calibration did not resolve the issue and it was recommended that the touch screen be replaced. It was additionally noted that the handle and the upper and lower cases were broken, the telemetry "c" cable was damaged and its overall shielding was visible but it was working correctly, the stylus was missing, the cover rail assembly sliding keyboard (right) was cracked and an error was found in the software history. The bezel assembly (touch screen), upper and lower cases, telemetry "c" cable, stylus and cover rail assembly sliding keyboard (right) were replaced, the touch screen calibrated, new software installed and the device cleaned. It then passed its electrical safety and all final functional and systems tests.

Event description:
It was reported that the programmer's touch pen calibration was faulty and that it produced an error. The programmer has not been returned for service. There were no patient complications reported as a result of this event. It was further reported that the product had been returned to service.